Event description:
A customer contacted baxter's technical service center requesting information on prime. The home patient (hp) was not connected to the homechoice (hc) machine. The nurse stated that there was fluid coming out of top of the patient line at end of prime. The technical service representative (tsr) explained that it could happen, as the cap is vented to allow air to escape during prime. The tsr advised nurse to have hp move the patient line up in the organizer since this line primes by gravity and the fluid would only go as high as gravity allows. The nurse understood. The tsr also advised the nurse that the set up was still sterile. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the nurse on (B)(6) 2010 regarding the fluid coming out of the patient line during prime, the nurse confirmed that she was with the patient at the time of the call on (B)(6) 2010. The nurse reported that there were no defects on the patient line, and that the hp had resumed therapy after the clarification received from the tsr that day. The nurse stated that the cassette had been discarded after therapy and she did not have the lot number. Per nurse, the hp did not have any injury or harm as a result of this incident. The nurse stated that the hp is doing fine and continuing therapy. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.